Event description:
It was reported that the seat won't hold weight due to the leg/base frame seat section assembly being cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.